Event description:
Reference MDR #1219856-2012-00199 for an intra-aortic balloon pump report relating to the samp pump on a different patient. It was reported that the same event had occurred before while in the intensive care unit. The monitor displayed the message "pump controller error." As a result, the pump was immediately switched out successfully. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was a delay or interruption while switching out the pump. The patient outcome was fine.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.